Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the material number on the shipper labels do not match the deliver notice with a bd ultrasafe b100l ng green. The following information was provided by the initial reporter: I was observed that the material number on all shipper labels was incorrect. The shipper labels state the material number as 300563 whereas the supplier delivery packing list, and amgen enterprise resource planning system states the material number as 3000563.

Manufacturer narrative:
H.6 investigation summary: photo¿s were provided to bd medical. The photos were reviewed and it was confirmed that the shipping label contained incorrect data from the amgem item number. It was identified that the same associate was signing multiple steps. Therefore, the label was not receiving multiple independent reviews. It was also determined that the quality auditor was comparing the labels on the cases to the label issuance form instead of checking the information in the erp system. Due to the nature of the issue being reports a manufacturing batch history reviews is not required for this complaint. This investigation is focused on the shipping and distribution procedures at the bd distribution center. Bd medical was able to confirm the presence of the defect and corrective actions have been identified to prevent recurrences of the reported issue. H3 other text : see h.10.

Event description:
It was reported that the material number on the shipper labels do not match the deliver notice with a bd ultrasafe b100l ng green. The following information was provided by the initial reporter: I was observed that the material number on all shipper labels was incorrect. The shipper labels state the material number as (B)(4) whereas the supplier delivery packing list and amgen enterprise resource planning system states the material number as (B)(4).